Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. Sap RMA (B)(4) was created and service performed warranty repair. A review of the device history record showed the device had a manufacture date of 19mar2019. The review was performed from the date of manufacture to the present date 16jul2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the pcu8015 had not power on and no ac light when plugged in. There was no patient involvement.